Manufacturer narrative:
Event date: (B)(6) 2015. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the common iliac artery. A 9.0 x60, 75cm charger¿ balloon catheter was advanced to the lesion. The balloon was inflated 1-2 times however it ruptured under nominal pressure. The device was completely removed from the patient's body. No patient complications were reported.